Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 147 mg/dl). Boluses were delivered and pump basal rate setting was increased to address bg. Customer alleged pump was not delivering insulin properly as insulin was not observed exiting the infusion set tubing during basal delivery, but was observed during bolus delivery. Pump system check was performed and pump was found to be functioning properly. Customer and healthcare provider maintained there was an issue with the pump. Customer reverted to using insulin pens for insulin therapy.